Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with spinal stenosis, degenerative disc disease after a previous c5 corpectomy with c4-5 and 5-6 stenosis. The patient underwent re-do c5 corpectomy, partial c4 corpectomy, partial c6 corpectomy, c4-c6 anterior cervical fusion, use of intervertebral cage with use of morselized autograft/local morselized autograft, use of allograft, use of bmp, instrumentation from c4-c7, use of operating microscope, intra-operative fluoroscopy. As per-op notes, ¿a 27 mm stackable cage was placed within c4, 5, 6 corpectomy site. This corpectomy cage was filled with bone morphogenic protein, local morselized autograft and allograft bone. With adequate placement of this cervical strut graft/cage, a decision was made to instrument.¿ the patient was extubated and transferred to the recovery room in stable condition. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.